Event description:
Patient allegedly received an implant on (B)(6) 2009 post deep vein thrombosis (dvt). Patient is alleging organ perforation and failed removal. Percutaneous filter retrieval was attempted on (B)(6) 2018 but the filter was not able to be retrieved. Patient further alleges, ¿my left leg swells in the calf and ankle, foot.¿ the patient further notes physical limitations when walking and bicycling. Dac (B)(6) 2019. (B)(6) 2018- inferior vena cava venogram. Findings: "inferior vena cava is patent with a patent ivc filter. The exam of the vc filter are intact and are protruding through the ivc. There appear to be well situated within the ivc". Procedure: "I placed a 5 french sheath in the right ij followed by the advancement of a j-wire and a pigtail catheter into the distal infrarenal vena cava. I then performed a venogram as noted above. Immediately I noted the filter legs were sticking outside the vein and the filter was very nicely situated in the midline position. At this time I decided to leave this filter along with the patient will remain on anticoagulation for right due to multiple history of dvt." (B)(6) 2019- CT abdomen w/o contrast. "No significant tilt. The tip of the filter located approximately 1.5 cm below the right renal vein. The caudal portion of the ivc filter shown to perforate anteriorly, towards the aorta, posteriorly, and right lateral directions and measure maximally at 6 mm in each direction. He struts are minimally bent but no evidence of strut fracture or migration." Impression: "ivc filter present as detailed above."

Manufacturer narrative:
Device code(s): appropriate term/code not available (3191) ¿ device perforation. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available. Investigation reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Vena cava wall penetration/perforation has been reported and may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Physician practice guidelines and published guidance from regulatory agencies recommend that patients with indwelling filters undergo routine follow-up. The risks/benefits of filter retrieval should be considered for each patient during follow-up. Once protection from pe is no longer necessary, filter retrieval should be considered. Filter retrieval should be attempted when feasible and clinically indicated. Filter retrieval is a patient-specific, clinically complex decision; the decision to remove a filter should be based on each patient¿s individual risk/benefit profile (e.g., a patient¿s continued need for protection from pe compared to their experience with and (or) ongoing risk of experiencing filter-related complications). For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. The filter is designed to be retrieved with the günther tulip vena cava filter retrieval set. It may also be retrieved with the cloversnare® vascular retriever. Cook has not performed testing to evaluate the safety or effectiveness of filter retrieval using other retrieval systems or techniques. The published clinical literature includes descriptions of alternative techniques for filter retrieval; use of these techniques varies according to physician experience, patient anatomy, and filter position. The safety or effectiveness of these alternative retrieval techniques has not been established. Unknown if the reported leg swells (in calf, ankle, and foot), and physical limitations are directly related to the filter and unable to identify a corresponding failure mode at this point in time. The following allegations have been investigated: vc/organ perforation, failed removal, leg swells (in calf, ankle and foot), and physical limitations. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
(B)(4). Catalog# is unknown but referred to as cook celect filter. Initial occupation: non-healthcare professional. It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
Description of event according to short form complaint filed: 'it is alleged that "[pt] received a cook celect filter on (B)(6) 2009". Patient outcome: it is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.